Event description:
It was reported that during the distal gastrectomy surgery, could not fire when severing gastric tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # 205a53. Concomitant medical products: cartridge, lot #: 287a81. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that ntlc55 device was received with no apparent damaged and with a reload loaded in the device. The reload had the dog house damaged and knife exposed, was received fully fired and swing tab in the unlocked position. In addition 2 b-formed staples was returned inside of a plastic bag along with the device. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. The swing tab in unlocked position, the cartridge damaged and the knife exposed is consistent to an improper loading technique. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.